Event description:
Hosp reported that the cuff was deflated and repositioned two minutes after initial intubation the tracheal cuff leaked upon reinflation. No pt injury.

Manufacturer narrative:
Notes: info recorded in section f completed by the MFR. Info was not provided to the MFR on a medwatch form. H6. Code 86: dimensional measurements taken. H6, code 68: microscopic examination revealed a slit caused by a 'tearing' action. Cuff wall thickness within spec. Cuff may have been contacted by a sharp object after depackaging.